Event description:
Per the operative report: the doctor noted that "I had begun the laminectomy. I had intended to use the midas rex drill but while testing the drill off to the side. The drill spewed oil into the air. There did not appear to be direct contamination of the wound. The wound was irrigated with copious amounts of antibiotic-containing irrigant solution. The area was redraped in such a way as to avoid any potential contamination from the surrounding area should it have occurred. The laminectomy was then completed."